Manufacturer narrative:
This event occurred at (B)(6). Sections e2, e3, h4: corrected data. Manufacturer¿s investigation conclusion the reported outflow graft obstruction could not be confirmed through this evaluation as no images were provided and there is no product available for investigation. Additionally, the reported low flow alarms were confirmed through the evaluation of the submitted log file, and the account attributed them to the reported outflow graft obstruction. Treatment was provided, and the low flow alarms reportedly resolved. The submitted log file contained data from day 226 through day 228. The log file captured 83 low flow hazard alarms when calculated flow dropped as low as 2.4 lpm, below the low flow threshold of 2.5 lpm. No other atypical alarms or events were captured. The actual speed remained above the low speed limit and the device appeared to be functioning as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The current heartmate ii lvas instructions for use (IFU) provides information regarding how to prepare and attach the sealed outflow graft for implant, and it states that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The IFU also discusses anticoagulation, including the recommended inr values. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional info.

Event description:
It was reported that the hematoma removal was done and the low flows resolved. No CT images were received.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Pump exchange information was provided in MFR report 2916596 -2019 -02568. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms. The outflow graft was compressed by hematoma from outside on CT, and the outflow graft appeared to have been stenotic. The patient was scheduled for hematoma removal surgery. Checked with the facility to see if the low flow has been resolved. The log file analysis showed 83 low flow alarms. The pump was seeing a reduction in blood volume. There were no other unusual events seen within the log file. No further information was provided.